Event description:
An employee of the hospital allegedly injured their left ring finger while opening a wheel chair. The extent of the injury is not known but they did miss a day of work due to the alleged incident.